Event description:
It was reported that during implant of the left ventricular lead and following coronary sinus access, perforation of the coronary sinus was observed. Pericardial effusion was also present. The patient was in stable condition and the lead remained implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.